Event description:
It was reported the pt (B)(6) was experiencing uncomfortable stimulation and was unable to increase amplitude. Lead diagnostic testing revealed high impedance measurements. An sjm rep met with the pt for reprogramming and was able to provide stimulation. However, the pt may undergo surgical intervention at a later date to address the impedance issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.